Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing was detached from the instrument and no pin was sticking out at the tip. The issue is related to a broken casing. Customer confirmed the issue occurred during surgery. Lastly, the instrument will be returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal tip. Fragments were found missing. Components adjacent to this broken main tube do not show damage.